Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - controller ac adapter: controller ac adapter / model #: 1430au / UDI #: asku. Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 2016-11-30. UDI #: asku. Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-11-30. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexplained beeping associated with two power sources. The patient reported not knowing if batteries or the controller ac adapter were in use at the time of the event. Lubrication servicing was done for the power sources. The controller and power sources remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted to update the controller and controller ac adapter status. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller and ac adapter were removed from service.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and one (1) controller ac (cac) adapter were returned for evaluation. Six (6) batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller likely due to handling of the device. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed on the batteries in accordance with the requirements under fsca cvg-18-q4-19 on 04/jul/2018 to mitigate the reported conditions and the devices remained in use. The cac adapter was lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to a communication error, contamination of the controller power ports and/or momentary disconnection due to temporary corrosion of the controll ER-port/power-source pins. However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 28-sep-2020 h3: yes dev rtn to MFR? Yes h6: device code(s): a0708 h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) h6: FDA method code(s): b15 d4: serial or lot#: (B)(6) h6: FDA method code(s): b15 d4: serial or lot#: (B)(6) h6: FDA method code(s): b15 d4: serial or lot#: bat209182 h6: FDA method code(s): b15 d4: serial or lot#: bat211579 h6: FDA method code(s): b15 d4: serial or lot#: (B)(6) h6: FDA method code(s): b15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: h10 product event summary: the batteries were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Corrections: h10 additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: unk/ serial or lot#: (B)(6) / UDI #: (B)(4) / d10: no / h3: yes / h4: mfg date: unk / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4114, 4112 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 / d1: heartware ventricular assist system ¿ battery / d4: model #: 1650de / catalog #: 1650de / expiration date: unk/ serial or lot#: (B)(6) / UDI #: (B)(4) / d10: no / h3: yes / h4: mfg date: unk / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4114, 4112 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 / d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 2016-09-30 / serial or lot#: (B)(6) / UDI #: (B)(4) / d10: no / h3: yes / h4: mfg date: 2015-09-30 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4114, 4112 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 / d1: heartware ventricular assist system ¿ battery / d4: model #: 1650de / catalog #: 1650de / expiration date: 2016-11-30 / serial or lot#: (B)(6) / UDI #: (B)(4) / d10: no / h3: yes / h4: mfg date: 2015-11-30 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4114, 4112 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 / d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 2016-11-30 / serial or lot#: (B)(6) / UDI #: (B)(4) / d10: no / h3: yes / h4: mfg date: 2015-11-30 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4114, 4112 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
### This supplemental report (1 of 95 corrections identified) is being submitted as a correction to the event date to reflect the date of servicing in the initial report. The initially reported aware date, reporting timelines, reported event and investigation details remain unchanged. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller (B)(4), battery (bat210760) and one ac adapter with unknown serial number were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause for premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. However, the reported beeps are most likely attributed to momentary disconnections between the controller and battery. Additional products: battery bat210760. (B)(4). If information is provided in the future, a supplemental report will be issued.